Event description:
The reporter indicated that a 12.6mmvticm5 12.6 implantable collamer lens of -3.00/+1.50/115 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI) # (B)(4) should be removed from initial MDR. Claim #(B)(4).